Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant tumor in the bronchus during a stent placement procedure performed on (B)(6), 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed partially; however, under imaging, it was noticed that the stent cover was ruptured/ broken. The partially deployed stent was removed, reportedly a snare was used and a different stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2020 and (B)(6), 2020*** according to the complainant, the snare was used to retrieve a fragment of the stent cover. The fragment was retrieved successfully.

Manufacturer narrative:
Block e1: initial reporter's address1: (B)(6) block h6: device problem code 2978 captures the reportable event of stent cover damaged. Block h10: a deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visul examination of the returned device found a hole on the stent cover. The stent was measured to be within specifications. No other issues with the stent were noted. The report of stent cover damaged was confirmed. The investigation concluded that the reported event and the observed failure was likely due to procedural factors such as handling/ manipulation of the device, the technique used by the user, the interaction with the scope, and the amount of the force applied during stent deployment, which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant tumor in the bronchus during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed partially; however, under imaging, it was noticed that the stent cover was ruptured/ broken. The partially deployed stent was removed, reportedly a snare was used and a different stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2020 and (B)(6)2020*** according to the complainant, the snare was used to retrieve a fragment of the stent cover. The fragment was retrieved successfully.

Manufacturer narrative:
Blocks b1, b2, b5 and h1 have been updated with additional information received on (B)(6), 2020 and (B)(6) 2020. Block e1: initial reporter's address1: (B)(6). Block h6: device problem code 2978 captures the reportable event of stent cover damaged. Block h10: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Initial reporter's address: (B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 25, 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant tumor in the bronchus during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed partially; however, under imaging, it was noticed that the stent cover was ruptured/ broken. The partially deployed stent was removed, reportedly a snare was used and a different stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.